Event description:
It was reported that (1) device was used during a inguinal hernia procedure. It was reported by the affiliate that the ems stapler locked. The device did not fire. Another instrument was used to complete the case. There was no consequence to the pt.